Event description:
The customer reported that the speaker does not work. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6) h6: a philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a faulty speaker. A nemo (non-engineering material only) service was agreed upon. The customer ordered a quote for the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.